Event description:
A customer reported a lack of vitreotome function during surgery, while the vitreotome was in the eye of the pt. The vitreotome was replaced and the issue persisted. Following a delay of 30 minutes, the case was completed with an alternate sys. There was no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).